Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager lock kept failing. The customer reported that the brand new lock, which was recently installed, continued to fail. The customer was able to recover the lock, but it immediately failed again. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the lock was failed. A field service engineer found that after swapping the latches, the door continued to fail and found a power injector in place, and after removing it, the door responded perfectly. The system functioned as intended after the field service engineer repaired the device.